Event description:
It was reported that the right ventricular (rv) coil and superior vena cava (svc) coil impedances were high. During the revision procedure it was found that the rv coil was not securely tightened in the lead port. This connection was re-tightened and normal impedances were measured afterward. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.